Manufacturer narrative:
Results - siderail slides misaligned.

Event description:
It was reported by service report that the side rails would not lock. No pt involvement or adverse consequences are reported.